Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to infection. Femoral side revision as tibial components remained as they could not be removed. A dual set up was used with thorough I&d and placement of antibiotic beads. Implants were inserted on different dates as patient had multiple surgeries. The whole distal femur was replaced including the pin. Doi: (B)(6) 2017 (femoral sleeve & stem), (B)(6) 2019 (lps adapter & distal femur), (B)(6) 2020 (patella & hinged insert), dor: (B)(6) 2020.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.